Event description:
Vaginal mesh erosion and vesocovaginal fistula: patient is referred to us by dr s regarding a vesicovaginal fistula and eroded perigee mesh in the vagina. Patient underwent a hysterectomy and cystocele repair with the perigee mesh in 2007. During this procedure, it was reported that her bladder was punctured, and she was discharged home with a foley catheter in place. The patient reports, that the catheter was removed about 10 days postop and she noted persistent leakage from her vagina. She was evaluated by dr the following month, and he confirmed the presence of vesicovaginal fistula as well as eroded mesh in the vagina. A foley catheter was reinserted at that time. Patient reports, that the reason for proceeding with the hysterectomy was that she was having recurrent bladder infections and was told that she had a prolapsed uterus. She states prior to her surgery, she did have urinary incontinence with urgency and stress maneuvers, but this was only occasionally, and not bothersome to her. She also did not wear any kind of protective garments due to the leakage. About 1-1/2 weeks ago, she also developed some bladder spasm and was started on detrol. Two months later, pt understand excision of vaginal perigee mesh in the or. Dates of use: 3 months. Diagnosis or reason for use: pelvic organ prolapse. Event abated after use stopped or dose reduced? No.